Event description:
Complaint rec'd concerning balloon inflation failure with one 41239-06 7f td heparin coated catheters. It was reported that ".. After pre-insertion test, catheter was inserted and balloon failed upon inflation". The catheter was removed and replaced with no further incident. There was no reported adverse pt consequences. Device return: one used 41239-06 7f catheter was returned to the mfger. Mfgers. Investigation: visual inspection and analysis of the as-received 41239-06 7f catheters recorded the balloon was damaged/torn. There was no missing balloon material/fragments. Based on the visual inspection, the reported inflation failure was confirmed. Add'l engineering analysis of the returned catheter components identified no mfg defects, dimensional non-conformances and or out of spec conditions that could have contributed to the product issue.

Manufacturer narrative:
A review of the mrg. Lot build database for the reported lot# 31-114-y1, (mfg. Date (08/01/2013) shows 150 units were mfg., tested, inspected and released. There were no exception documents generated during the lot build. Findings: based on the "as-received" condition of the one returned 41239-06 7f catheter the reported balloon inflation issue was verified. The exact cause(s) however, are unk at this time. The mfger. Will continue to monitor and trend and implement any preventative or corrective actions as appropriate.